Event description:
The customer alleges he obtained the following sets of back to back comparisons on his meter: 74 vs. 120 mg/dl, 78 vs. 37 mg/dl, 100 vs. 37 mg/dl, and 44 vs. 83 mg/dl. He states he had 4 cokes and a candy bar before the paramedics tested him in the ambulance, on their meter, at 83 mg/dl. They transported him to the ER, no report of treatment, and he was released a couple of hours later. No report of an adverse event. Controls were not run. Return requested and replacement was sent.